Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the damage was most likely due to high-frequency treatment device was used without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus duodenovideoscope with no reported complaint for periodic maintenance. During the evaluation of the device, it was observed that the forceps elevator had a burn. There was no patient involvement.